Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found full height drawer 6 and cubie d1 failed; during recovery the drawer clicked but would not open until pulled manually, revealing medication improperly stored in cubie d1 that obstructed the drawer, once the customer corrected the storage and closed the cubie, both failures were resolved and subsequent inventory tests confirmed the drawer operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was not open and user was unable to recover storage space. Additionally, customer mentioned drawer 6 pocket a3 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.